Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed battery out limit, failed battery test, low battery, and no delivery. Her blood glucose level was 600 mg/dl. The customer was unable to troubleshoot because the battery icon was empty and had very limited access. She was unable to access rewind, fill cannula, and self-test. The device was not returned.